Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the field clinical specialist, 12 days post implant, the vcc at this site made the fcs aware that this patient's valve may need to be looked at as it was shown to be very deep on discharge echo. They reviewed the films from the case and agreed that the team had implanted a 23mm valve with a 50/50 implant depth. At the time of implant, the valve appeared to be aligned well for a good deployment, but it did not foreshorten as much as expected, and a deeper implant was the result. Immediately after deployment, they checked on tte and did not see any leak, so they decided to close and finish the procedure. Upon follow-up echo, the valve looked deeper than before and they became worried about valve embolization. The valve was explanted via open tavr explant and replaced with avr. The patient was alive at the end of the procedure. The valve was successfully implanted. There was no central leak. When asked the perceived root cause of the too low deployment, it was indicated that there was tension in the system due to tortuosity and horizontal root anatomy during the initial procedure. The delivery system appeared to be well-placed at first, but when the physicians inflated the balloon, the 'pusher' on the ds seemed to move towards the greater curve of the ascending aorta, pushing the valve deeper. Echo showed no leak, and no other reason to assume the valve would not hold, so we assumed the contrast had left the sinus, so we were not seeing the true depth of the nadir. No procedural imaging is available for the case. The team did take the precautionary steps to release tension in the system prior to deployment, by unlocking the pusher catheter and re-locked prior to valve alignment, per usual. There were not noted issues with resistance during advancement through the sheath, during valve alignment, or crossing of the native valve, none noted during the case or in discussion afterwards. The delivery system was locked prior to inflation.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections b4, g6, h2 and h6: type of investigation, investigation findings, investigation conclusions, and h11 have been updated. A no product returned engineering evaluation was performed. As no device was returned and there is no evidence to support a manufacturing/design defect potentially contributed to the complaint, a manufacturing mitigation review is not required. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The event of flex shaft movement was unable to be confirmed as no applicable imagery or device returned for evaluation. As the device was not returned, engineering was unable to perform any visual examination, functional testing, or dimensional analysis. Therefore, the presence of a manufacturing non-conformance was unable to be determined. A review of IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were reported during device unpacking or preparation. As reported, ''it was indicated that there was tension in the system due to tortuosity and horizontal root anatomy during the initial procedure. The delivery system appeared to be well-placed at first, but when the physicians inflated the balloon, the 'pusher' on the ds seemed to move towards the greater curve of the ascending aorta, pushing the valve deeper... The team did take precautionary steps to release tension in the system prior to deployment, by unlocking the pusher catheter and re-locked prior to valve alignment, as usual. There were not noted issues with resistance during advancement through the sheath, during valve alignment, or crossing of the native valve, none noted during the case or in discussion afterwards. The delivery system was locked prior to inflation.'' It was noted that the patient had a tortuous and horizontal aorta. There are several potential contributing factors that may have led to the event occurring. Although no difficulties were reported during tracking, valve alignment and crossing of the native valve, it is possible that the additional tension may have been introduced into the system during flexion within a tortuous and horizontal aorta, causing the flex catheter to move towards the greater curvature of the aorta upon deployment, subsequently pushing the valve towards ventricularly as reported. Additionally, even though the delivery system was unlocked to release tension, residual elastic forces may have remained in the catheter or guidewire due to tortuous anatomy. Upon balloon inflation, this residual tension could have been suddenly released, propelling the system forward. Furthermore, the axial force generated during balloon inflation may also push the system forward, especially if it is not well-anchored. As such, available information suggests that patient factors (tortuous and horizontal anatomy) and/or procedural factors (tension built-up, residual system tension, balloon inflation dynamics) may have contributed to the complaint event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.